Manufacturer narrative:
(B)(4). Batch # r58w36. The analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60d cartridge reload was received partially fired 1/16 and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the proximal end of the cartridge lifted from the jaw though the cartridge was loaded on the jaw firmly for the first firing. Then, the surgeon fired the device outside the patient for functionality, and the knife stopped on the way of the firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60d cartridge reload was received partially fired 1/16 and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The test reload was loaded into the device without difficulties and did not lift during the visual and functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.